Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported they recently had bladder surgery to remove "infected stones" and the physician also performed a transurethral resection of the prostate, and as a result the patient lost muscle mass. The patient was not sure if their surgeon knew anything about the interstim implant. The patient also mentioned that they had tried a variety of medications including myrbetriq but they were allergic to it. The patient did not know if interstim therapy was turned off for this surgery, but they had been experiencing a couple episodes of incontinence, including wetting the bed with the biggest volume of urine they ever had. The patient had intended to use their programmer to increase amplitude, and discovered therapy was off. The patient did not know why therapy was off or for how long. When the patient turned therapy back on again at 3.7 they felt a level 9 pain in their left scrotum and buttock so they immediately turned therapy off again and it took a fairly long time for the discomfort to go away. The patient did not have their programmer with them at the time of the call so no troubleshooting was performed. Reviewed option to switch programs in order to turn therapy back on with amplitude at 0.1ma and then gradually increase to a comfortable level. The patient planned to call back when they had their programmer present in order to do so. On (B)(6) 2026, the caller called back and therapy was still showing on at 3.7. The caller noted that they tried turning it off upon the initial call, but they may have pulled it away too soon for the command to reach the ins. The caller repeated that they had never felt pain like that in the glutes and rectum and it felt like they were being destroyed. The caller did not feel anything now but wanted to make an adjustment because they had some incidents and one major incident. The agent reviewed options. The caller increased stim. The agent reviewed stimulation settings' impact on longevity. The caller would call back if additional assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of the stimulation being off was determined. They reported that what most likely caused or contributed to this issue was that they turned it up by 2 amps to decrease their frequency, and it was very painful, so they turned it off. In a while they increased it by 1 amp, and it was ok. They reported that the issue had been resolved.